Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and was found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. There was an additional finding not reported by the site. The instrument was found to have charring and localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy (without lymphadenectomy) surgical procedure, the fenestrated bipolar forceps instrument had a frayed cable at the distal tip. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The thermal damage in the instrument was first observed intraoperatively. There was no arcing noted at the time of the event. The customer was unsure if the surgeon pressed any of the activation pedals on the surgeon side console (ssc). There was only one generator in use during the case and it was the vio dv 2.0 integrated electrosurgical unit (erbe). The 8mm da vinci canula was used. The customer did not use double-cannulation for the procedure. The cables for the vision side cart (vsc) to the patient side cart (psc) ran along side of a pocketed drape. They were not tangled. The monopolar energy cable was not in close proximity with the endoscope cable. The incident did not involve inadvertent energization of a bipolar or non-energy instrument while activating a monopolar instrument. The procedure was completed with a back-up instrument of the same kind. There was no patent harm.